Event description:
It was reported that the patient fell due to bradycardia and presented to the hospital. On interrogation it was found that the implantable pulse generator (ipg) was at replacement status with a programmed rate of 65 beats per minute. Premature battery depletion was suspected. It was noted that outputs were high. The device was not explanted but was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.